Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that a chunk of plastic where the battery screws in was broken off. The blood glucose was unknown. The device will be returned for the analysis.